Event description:
Reporter indicated that vns pt was experiencing severe gastric reflux with stimulation. It was reported that the pt is having fewer seizures with the vns therapy. Treating neurologist believes that the pt's symptoms are related to vns stimulation and continues to adjust programmed parameters in hopes of achieving a balance between seizure control and gastric reflux.